Event description:
Healthcare professional reported 1 day after injection with juvederm voluma with lidocaine in the cheeks and juvederm ultra xc in the lips, pt "noticed swelling and pain right side of nose" and "blurred" vision. One week later pt was diagnosed with an injection and treated with hyaluronidase and keflex. Approx 6 days after treatment began pt returned to the healthcare professional with "decreased swelling right side of nose but swelling left side [of] nose". This is the same event and the same pt reported under MDR ID# 3005113652-2014-00117 (B)(4). This is the first MDR submitted for the first suspect product, juvederm voluma with lidocaine.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The event of an infection, blurred vision, swelling, and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.